Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer visited to the emergency room for low blood glucose. Blood glucose reading was 31 mg/dl. The customer treated with emergency room. The insulin pump will be returned for analysis.